Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary this complaint (B)(4) has been evaluated as a severity 5 case. The lot 6005455 in question was produced at reynosa ID site. Investigation process of the complaint was carried out in accordance with work instruction version 11 for the code "occlusion (e.g. Occlusion alarm from the infusion pump may have sounded)." (Source/cause cannot be identified, only use when a specific malfunction cannot be determined) . The following test was performed: 1 used set was provided and there is a visible defect on the received sample, 1 cannula is found with kinked cannula at tip. Visual test according to with version 15, 1 returned cannula does not test passed functional test (flow).- according to with version 9, 1 returned set passed the test. A batch record review was conducted resulting in the following: the 6005455 was manufactured according to the document version 14 on the packing process in the inset 3 on 14-feb-2024 with (B)(4) pieces review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in database for "occlusion (e.g. Occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined)" and lot 6005455 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: 1 set was found with kinked at tip, no reported harm, no defect on test, no non-conformance (nc) raised during production related to this failure, this failure occurred during use. No further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure.

Event description:
To date additional patient or event details have been received which are added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle detachment from hub event on (B)(6)2024. The site of detachment where it connected to needle. The infusion set was in use for 20 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.